Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination of the returned device found that the stent struts on the first proximal row were raised from the balloon and misaligned. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. Solidified blood was present within the guide wire lumen, therefore indicating the device had been used in vivo. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, the stent moved on the balloon. Vascular access was obtained via the radial artery. The 45% stenosed, 35 x 2.75mm de novo, concentric, target lesion was located in a non-tortuous, non-calcified mid to proximal right coronary artery (rca). Following predilatation with a 2.5 x 15mm non-bsc balloon, the 38mm x 3.0mm taxus element stent was implanted in the mid rca. The stent was considered to be well apposed and well positioned. The 38mm x 2.75mm taxus element stent delivery system (sds) was then introduced for an overlapping placement in the proximal rca. While the sds was being advanced, it became stuck on a strut of the previously implanted stent and the sds stent moved on the balloon. There was no damage to the implanted stent. The 38mm x 2.75mm taxus element sds and stent were removed together. The procedure was completed with the implant of a 38mm x 3.5mm taxus element stent and postdilatation with a non-bsc balloon. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a stenting treatment procedure, the stent moved on the balloon. Vascular access was obtained via the radial artery. The 45% stenosed, 35 x 2.75mm de novo, concentric, target lesion was located in a non-tortuous, non-calcified mid to proximal right coronary artery (rca). Following predilitation with a 2.5 x 15mm non-bsc balloon, the 38mm x 3.0mm taxus element stent was implanted in the mid rca. The stent was considered to be well apposed and well positioned. The 38mm x 2.75mm taxus element stent delivery system (sds) was then introduced for an overlapping placement in the proximal rca. While the sds was being advanced, it became stuck on a strut of the previously implanted stent and the sds stent moved on the balloon. There was no damage to the implanted stent. The 38mm x 2.75mm taxus element sds and stent were removed together. The procedure was completed with the implant of a 38mm x 3.5mm taxus element stent and predilitation with a non-bsc balloon. No patient complications were reported and the patient's status is stable.